Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticm5_12.6, -09.50/0.5/022 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Damage was noted in cartridge. "Surgery rescheduled." Cause of the event is reported as unknown.